Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging more and more and thought that there was something wrong with it. The patient further clarified she was having to charge her ins almost every day. The patient stated that her hcp was looking into it and that her hcp thought it was due to the battery, but they are not sure. The patient stated they were referring the patient to a surgeon to see about having the battery replaced due to this issue. The patient said the issue has been going on for 6 months or better and they had not recently switched groups or parameters. No further complications were reported.